Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle fell out of the hub during use. The following information was provided by the initial reporter: "one of our team members had a 16g needle that fell apart when they went to use it. It appears that the seal between the needle and the hub has completely failed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle fell out of the hub during use. The following information was provided by the initial reporter: "one of our team members had a 16g needle that fell apart when they went to use it. It appears that the seal between the needle and the hub has completely failed."

Event description:
It was reported that the bd microlance¿ 3 needle fell out of the hub during use. The following information was provided by the initial reporter: "one of our team members had a 16g needle that fell apart when they went to use it. It appears that the seal between the needle and the hub has completely failed."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 300637 and lot number 210105. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, a broken hub component could be observed. Although the reported defect could be confirmed through the picture of the affected sample, an exact cause related to the manufacturing process could not be determined.